Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 678809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included depression. Concurrent conditions included unilateral leg pain, headache, neck pain, pain in extremity, foot injury, chronic back pain and anxiety. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), bacterial infection ("infection (other) describe: bacterial infections"), fatigue ("fatigue"), cystitis ("bladder or urinary problems or changes : bladder infection"), asthenia ("weakness"), amenorrhoea ("menstrual cycle has been off") and dysmenorrhoea ("menstrual cycle is painful"). In 2011, the patient experienced mood altered ("hormonal changes describe: cycle is off and I undergo extreme mood changes"), loss of libido ("lack of interest in sex") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood altered, loss of libido, vaginal haemorrhage, menorrhagia, bacterial infection, dyspareunia, fatigue, abdominal pain lower, cystitis, asthenia, amenorrhoea and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, amenorrhoea, asthenia, bacterial infection, cystitis, dysmenorrhoea, dyspareunia, fatigue, loss of libido, menorrhagia, mood altered, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date : (B)(6) 2010 as per pfs. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 678809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included depression. Concurrent conditions included unilateral leg pain, headache, neck pain, pain in extremity, foot injury, chronic back pain and anxiety. On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), bacterial infection ("infection (other) describe: bacterial infections"), fatigue ("fatigue"), cystitis ("bladder or urinary problems or changes : bladder infection"), asthenia ("weakness"), amenorrhoea ("menstrual cycle has been off") and dysmenorrhoea ("menstrual cycle is painful"). In 2011, the patient experienced mood altered ("hormonal changes describe: cycle is off and I undergo extreme mood changes"), loss of libido ("lack of interest in sex") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, mood altered, loss of libido, vaginal haemorrhage, menorrhagia, bacterial infection, dyspareunia, fatigue, abdominal pain lower, cystitis, asthenia, amenorrhoea and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, amenorrhoea, asthenia, bacterial infection, cystitis, dysmenorrhoea, dyspareunia, fatigue, loss of libido, menorrhagia, mood altered, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date :(B)(6)2010 as per pfs. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received : lot number added. Concomitant condition added. Events : hormonal changes describe: cycle is off and I undergo extreme mood changes, abnormal bleeding (vaginal), menorrhagia, infection (other) describe: bacterial infections, bladder or urinary problems or changes : bladder infection, dyspareunia (painful sexual intercourse), fatigue, lower stomach pain, essure confirmation test(s) conducted specify no , lack of interest in sex, weakness, menstrual cycle has been off, menstrual cycle is painful received were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.